Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. After analyzing the instrument, the cse found the aliquot probe clogged with gel and cleared it. The cse performed bi-yearly preventive maintenance and replaced all server one probes. The cse performed all necessary alignments, tests and service methods, resulting satisfactory. The cse ran quality controls (qc), resulting acceptable. The cause of the discordant, falsely low vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported to the physician(s) who questioned it. The sample was repeated on the same instrument, resulting higher. A new sample was drawn and tested on the same instrument, resulting higher and matching the original sample's repeat result. The repeat result from the original sample was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.